Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured below rated burst. The calcified lesion was located in the mid left anterior descending (lad) coronary artery. Two or three dilatations were performed at 18 atm, respectively. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.